Event description:
In (B)(6), 2010 an advance sling was implanted. It was reported that the advance sling had eroded near the bladder neck; the cause of the erosion is unk. The sling was removed in (B)(6), 2011 during a subsequent surgery, the urethra appeared "very healthy."

Manufacturer narrative:
Should additional information become available regarding this revision surgery it will be re-evaluated and a follow-up report will be sent.